Event description:
It was reported that a procedure was performed on (B)(6) 2019, utilizing the vault alif system. Upon assembly of the plate to the cage the tip of the vault alif t8 tapered screwdriver (10-1021) broke in the set screw. The tip was removed from the screw and the procedure proceeded without delay.

Manufacturer narrative:
Device was not received by the manufacturer. Without the ability to examine the complaint product, or review device history records, no conclusions can be drawn regarding the root cause of the reported tip failure. Two-year complaint history review did not identify a trend for reports of this nature for the reported part number. As root cause could not be determined, and there was not a trend for reports of this nature for this part number, the need for corrective action was not indicated.

Manufacturer narrative:
Patient information - unknown. Lot number - unknown. Occupation - other: distributor. Device manufacture date - unknown. Device evaluation - information provided indicates that the device is available for evaluation, but has yet been received by the manufacturer. Upon receipt and completion of investigation, a follow-up medwatch report will be submitted. No conclusions can be drawn at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2019, utilizing the vault alif system. Upon assembly of the plate to the cage the tip of the vault alif t8 tapered screwdriver (10-1021) broke in the set screw. The tip was removed from the screw and the procedure proceeded without delay.